Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 07/01/2006 to 07/01/2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There are 2 event(s) associated with this event type (malfunction) and product code fsy.

Event description:
Lights turning off. Operating room 3 both surgical went out for about 25 mins and came back on.